Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
It was reported that a peritoneal dialysis patient was not draining. Treatment data was provided to technical services. Treatment data was assessed for 150% and 180% iipv and did reveal an episode of increased intraperitoneal volume (iipv) on (B)(6) 2018. The largest drain volume from this treatment occurred during a stat drain where 3644ml drained. This drain is 182% of the prescribed fill volume. In order to be a reportable malfunction, at least 180% of the prescribed fill volume would have to have been drained. 180% of fill volume 2006ml is 3610. The cycler was replaced. Follow up with the patient¿s peritoneal dialysis nurse confirmed the patient did not experience any complications as a result of the alleged event. The patient has resumed treatment on the replacement cycler. The pd rn stated the patient has the autonomy the modify the treatment, and use either 1.5%, 2.5% or 4.25% delflex, depending on the patients current weight compared to their target weight.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. A simulated treatment was performed and completed on the cycler with no issues noted. The load cell verification was performed and passed. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. The cycler weighed fill volume values were within tolerance. There were no discrepancies encountered in the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.